Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2500 ohms. The rv lead showed high capture thresholds, oversensing, noise and pacing inhibition greater than 2 seconds. It was suspected that this rv lead had fracture. Subsequently, this rv lead was capped and left in situ and a new lead was implanted. The patient was not pacemaker dependent. No additional adverse patient effects were reported. The device remains implanted but electrically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, measuring greater than 2500 ohms. The rv lead showed high capture thresholds, oversensing, noise and pacing inhibition greater than 2 seconds. It was suspected that this rv lead had fracture. Subsequently, this rv lead was capped and left in situ and a new lead was implanted. The patient was not pacemaker dependent. No additional adverse patient effects were reported. The device remains implanted but electrically deactivated.